Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported the wire broke. A rotawire ex support device was selected for use. During introduction within the microcatheter inside the patient, the wire broke. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported the wire broke. A rotawire ex support device was selected for use. During introduction within the microcatheter inside the patient, the wire broke. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device avail. For eval?, device returned to MFR.?, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.:the complaint device was not returned by the customer. Only a non-boston scientific device was returned (terumo catheter). The catheter was visually inspected and with x-ray and was found to not contain the wire. It is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).